Event description:
It was reported that expansion failure occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). Pre-dilatation was not performed. A 6x80,130cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, the stent was unable to fully deploy at the lesion. The device remains implanted. There were no patient complications and the patient's status is good.